Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. (Registered under 510(k)# k083447). Therefore, it is subject to reportability under MDR. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "patient was booked for removal of plate but I didn¿t know it had snapped inside until the day of removal. Plate was removed (B)(6) 2024 ¿ original surgery date (B)(6) 2023 plate was replaced."

Manufacturer narrative:
Correction: please refer to section d9 the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information such patient¿s medical records as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "patient was booked for removal of plate but I didn¿t know it had snapped inside until the day of removal. Plate was removed (B)(6) 2024 ¿ original surgery date (B)(6) 2023. Plate was replaced."